Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches to the display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose was unk mg/dl. The customer stated that she presses the buttons on the insulin pump she may have to go to the side or down lower to get the button respond. The customer was asked if she recalls any significant events leading to the keypad anomaly and she said that she doesn't recall any events leading to this issues. The customer was advised that the insulin need to be replaced. The pt was advised to discontinue to use the insulin pump and revert to back up plan per health care provider instructions.